Event description:
Tip of the instrument broke off in patient. Foreign body was not retrieved/could not be found. An x-ray was taken at the time to locate the broken piece. At this time, there is no additional surgery scheduled to remove the broken piece.

Manufacturer narrative:
No conclusion could be made for the reported device failure.